Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s high blood glucose value was 500 mg/dl at the time of incident. Customer¿s current blood glucose value was 498 mg/dl. Customer stated that the insulin pump had a hardware low level failure alarm. Customer stated that they were able to clear the alarm and able to complete rewind. Customer stated that they were not feel ok to troubleshooting for high blood glucose. The insulin pump will return for the analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No unexpected pump error 63 alarms noted during testing however, pump error 63 alarm (variable 3) confirmed in the downloaded history file due to broken pin trace on the keypad assembly.